Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery. The patient developed bone hollows on the distal tibia and talus. The prosthesis no longer holds well.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery. The patient developed bone hollows on the distal tibia and talus. The prosthesis no longer holds well.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening of the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: the described loosening of the tibial and talar component can be confirmed with the provided CT scan. There is radiolucence and cysts visible adjacent to both components. Subsidence of the tibia is likely. The bone substance looks poor, and a patient related factor as underlying cause is likely. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone substance. As reported by the sales representative, the patient developed bone hollows on the distal tibia and talus. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be re-assessed.